Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found to have a broken grip at the grip base. A piece approximately 0.204" x 0.035" was found to be broken off. The broken piece was not returned. The complaint was confirmed by failure analysis.

Event description:
It was reported that after a da vinci-assisted low anterior resection surgical procedure, the mega suturecut needle driver had a broken tip. The procedure was completed with no reported injury.